Manufacturer narrative:
Clinical software closed during surgery case five times for the mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. We were able to get the customer back up and running to complete the case. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Clinical software closed during surgery case five times for the mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. We were able to get the customer back up and running to complete the case.

Manufacturer narrative:
Clinical software closed during surgery case five times for the mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. We were able to get the customer back up and running to complete the case. The cause is that the automatic renewal function of windows update was set valid. We do not do the countermeasure to prevent the reoccurrence because we judge that the cause of phenomenon is that the automatic renewal function of windows update was set valid and misuse. Confirming the log at the phenomenon occurrence, reboot were repeated several times and windows renewal error were occurred. However, after that it was activated normally and monitoring during the operation was done, the errors were not recognized during the monitoring. Confirming the equipment we received but defect area was not recognized. The automatic renewal function of windows update was set "valid". This phenomenon was occurred because the automatic renewal function of windows update was set valid and pc was under load. In om as the instruction of it network management, the automatic renewal function of windows update should be set invalid.

Event description:
Clinical software closed during surgery case five times for the mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. We were able to get the customer back up and running to complete the case.

Manufacturer narrative:
H10: additional narrative: the customer reported on (B)(6)2018 that the clinical software spontaneously shut down during an or case then came right back up for unit mee-2000a-lt;sn:(B)(6). Service requested: troubleshooting service provided: an irc was initiated to determine what caused the issue. Investigation result: an irc (irc_300133236) was initiated for the issue. The logs were extracted from the system and sent to nkc for investigation. Per investigation performed by nkc, the reported issue was confirmed. The cause of the issue per nkc was determined to be the auto update function for the windows update was set to valid and pc was under load. The auto update of the windows caused the system to shut down. The operator's manual for mee-2000 revision d states under precautions for it-network management that the auto-update of the antivirus software and windows update must be turned off. A review of similar complaints found the following ticket related to search "mee-2000a shutdown": 39184-mee-2000a shutdown during a case; root cause: user error. 39180-mee-2000a shutdown during a case;root cause-user error. These complaints were reported by the same customer and the system settings were incorrectly set for all units at the customer's site. Based on the given information, this issue is not suspected to be caused by deficient device or design. Corrected information: d4. Serial #. Incorrectly listed f9. Approximate age of device: incorrectly calcuated based on incorrect manufacturer date. H4. Device manufacture date: incorrectly listed, based on incorrect serial # g4. Date received by manufacturer: should be 08/07/2018 not 08/31/2018 as listed on MDR initial report